Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: actual product was returned for evaluation. Three suture segments were visually inspected. The returned segments and one attached needle did not account for the entire product and the force and circumstances required to cause the breakage could not be determined. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a laparoscopic myomectomy on (B)(6) 2014 and suture was used. During the procedure, the suture broke. The procedure was completed with a like device. There was no adverse patient consequence.